Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results on the architect c16000 analyzer. The following data was provided (mg/dl): patient 1 initial 7.5, repeat 2.1; patient 2 initial 6.0, repeat 2.3. There was no impact to patient management reported.

Manufacturer narrative:
On 4july2018, the suspect medical device was updated to the architect analyzer. See 1628664-2018-00256 for any further investigation and information.